Manufacturer narrative:
(B)(4). Batch # r9575t. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. There was no "unspecified alert screen received" error message displayed at any time during the analysis of the device (as reported by the customer). When the instrument was disassembled to inspect internal components, the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that, during a laparoscopic low anterior resection, when the button of advanced hemostasis mode was pressed, an error message "directing to close the jaws completely during advanced hemostasis mode" was displayed, though the jaws were closed at that time. The surgeon re-tried to use advanced hemostasis mode several times, however, the problem was not fixed. Though the front button could be used, he stopped using the device and used a new one to completed the case. It worked without problems. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient. No further information is available.